Event description:
Medtronic received information that an axium framing coil prematurely detached inside a microcatheter. The patient was being treated for an unruptured, saccular aneurysm in the right 6x6 supraclinoid. The max diameter was 6.1mm and the neck diameter was 3.75mm. The patient's blood flow was normal and vessel tortuosity was moderate. The devices were prepared according to the instructions for use (IFU).  While advancing, a fc-4-8-3d coil detached prematurely inside the sl10 micro catheter. The coil was deployed halfway into the aneurysm and half was still inside the sl10 micro catheter. Multiple attempts at retrieving the malfunctioned coil was performed until successful retrieval was achieved with medtronic 6x40 solitaire device. Surgical intervention was not required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition or attempt to detach the coil. The physician did not rotate the delivery pusher during procedure. Continuous flush was administered during the procedure. No symptoms were reported. Ancillary devices: 8fr terump sheath, penumbra neuron max .088 guidecatheter, stryker sl10 micorcatheter, medtronic marksman microca theter, stryker synchro 14 soft and scientia vascular aristotle 24 guidewire, ev3 7mm snare, medtronic 3x20 solitaire and medtronic 6x40 solitaire

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.